Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining an erroneously elevated hybrid prostate-specific antigen (hyb-psa) result above the normal reference range for one (1) patient generated by the access 2 immunoassay system. Repeat testing of the patient sample produced lower results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The patient sample was collected in a serum separator tube and centrifuged for 10 minutes at 3300 rpm. The customer did not detect any fibrin in the patient sample after the elevated result was obtained. Per bec evaluation, qc was performing within the customer's established limits at the time of the event. A system check was performed on (B)(6) 2011 and passed within instrument specifications. Service was not dispatched to date for this event; it was declined by the customer during trouble shooting with bec hotline. A definitive root cause for this event has not been determined to date.